Event description:
Customer reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump and manual insulin injection. The customer changed the infusion set and cartridge, and resumed insulin delivery.